Event description:
It was reported that the pt had an appointment for revision surgery on the replacement of the floating mass transducer on the round window. During the surgical procedure, the implant was accidentally damaged, the fmt cable was cut off. The pt was re-implanted during the same surgery.

Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for eval. When available, device analysis will be submitted as a follow up report.